Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual incident, it was determined that the drawers were stiff. A field service engineer (fse) swapped out the stiff drawers in positions 3.1 and 3.2 to prevent a potential failure, even though the drawers were still functional. A replacement drawer from another unit not currently in use was installed, tested thoroughly, and confirmed to be in good working condition. The stiff drawer was retained by the systems administrator until a permanent replacement arrives, and the empty pockets from the replacement drawer were set aside for use elsewhere in the facility. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 3.1 and 3.2 half-height drawers did not open or close easily. However, there were no delay in patient care and no adverse events or injuries reported based on this event.